Event description:
It was reported that a spectrum pump did not alarm for occlusion. The event happened at the beginning of a transfusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Received via medwatch report number (B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.